Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,10 (tsv4b10) with mount was returned for investigation. Visual inspection of the as returned product identified minimal wear about the implant thread, collar, drive feature, and mount hex. Functional testing was performed for the returned product and it was determined that the mount was able to be removed with tsvkit hand tools. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was unconfirmed through the functional testing. A root cause for the event cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: (B)(4). G4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the mount and implant (tsv4b10) would not disengage. Another implant was used to complete the procedure.